Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed myopotential noise on the right ventricular (rv) channel. Technical services (ts) reviewed device data and confirmed the oversensing occurred for less than 2 seconds and only one cycle on the presenting electrogram, as well as on a previous day in a stored event. Ts recommended an in clinic evaluation to reproduce this event and make adjustments to sensitivity. No adverse patient effects were reported. This crt-d remains in service.